Manufacturer narrative:
An extensive engineering investigation was performed on the device logs. Based on all available information and previous investigations of similar complaints, the investigation determined that the reported system fault error message (sf 218) was due to a software issue. Additionally, the device failure to complete its internal self-test was most likely due to a faulty non-return valve (nrv) in the pneumatic block. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. The device was not in use when the fault occurred, therefore, there was no patient involvement. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a main board processor error. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs found a single occurrence of system fault sf218. It was also reported that the device failed to complete its internal self-test. The evaluation determined that the device issues were most likely due to a contaminated pneumatic block. The pneumatic block was replaced to address these issues. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a main board processor error. The device was not in use when the fault occurred, therefore, there was no patient involvement.